Event description:
A seating belt failed when the consumer bent forward in the chair to pick an object up off the floor. Incident resulted in user falling forward out of their wheel chair. User reportedly suffered a break to their right femur as a result of the fall.